Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to shock impedance greater than 200 ohms. The following day, the shock impedance had returned to normal, between 50 ohms and 60 ohms and the presenting and stored electrograms were clean and artifact-free. Technical services reviewed the isolated impedance increase and suggested the event was due to the presence of electromagnetic interference. The ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to shock impedance greater than 200 ohms. The following day, the shock impedance had returned to normal, between 50 ohms and 60 ohms and the presenting and stored electrograms were clean and artifact-free. Technical services reviewed the isolated impedance increase and suggested the event was due to the presence of electromagnetic interference. The ICD remains in service and no adverse patient effects were reported. Further information received indicated that since july 2023 there had been multiple additional high out-of-range shock impedance measurements. The presenting and stored electrograms were artifact-free. Technical services recommended further assessment of the ICD system. The ICD and right ventricular lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to shock impedance greater than 200 ohms. The following day, the shock impedance had returned to normal, between 50 ohms and 60 ohms and the presenting and stored electrograms were clean and artifact-free. Technical services reviewed the isolated impedance increase and suggested the event was due to the presence of electromagnetic interference. The ICD remains in service and no adverse patient effects were reported. Further information received indicated that since july 2023 there had been multiple additional high out-of-range shock impedance measurements. The presenting and stored electrograms were artifact-free. Technical services recommended further assessment of the ICD system. The ICD and right ventricular lead remain in service and no adverse patient effects were reported. At a recent follow-up appointment, it was reported that it was not possible to reproduce any out-of-range impedances in clinic with device/lead manipulation, lying down and/or changing position. The shock vector was reprogrammed to rv coil to can (70 ohms) and it was planned to continue to monitor the system.